Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The received used and unused cartridge were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e4 (occlusion error). The patient also stated that he had detected moisture in the insulin cartridge compartment of the infusion device. He thinks the insulin cartridge is leaky. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for product evaluation.